Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. As nrg transseptal needle was one of various devices used in the procedure, baylis medical has decided to submit this report. Device discarded after use.

Event description:
The nrg transseptal needle was used for transseptal puncture in an ablation procedure. During the transseptal puncture, the nrg transseptal needle crossed mechanically without rf delivery. Following completion of the ablation procedure, the patient was monitored for approximately 30 minutes in the operating room before the procedure was ended. No tamponade was detected during this time. However, while the patient was in the recovery room, tamponade was detected in the patient. The patient also previously experienced tamponade during past ablation procedure. The physician indicated the occurrence of tamponade in the patient may be related to the patient's anatomy. While there is no evidence to suggest that the nrg transseptal needle used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nrg transseptal needle was one of the many devices used during the procedure.